Event description:
The event occurred on an unspecified date and involved a transpac¿ it trifurcated monitoring kit with 2 stopcocks, 84" pressure tubings, 3ml flush devices, un-bonded macrodrip (pole mount). The customer reported that the housing on the triple transducer detached from the bracket, exposing wiring; one unit fell lower after detaching, leading to abnormally high pressure readings before providers realized what had happened. There was patient involvement and no harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.